Manufacturer narrative:
Block b3: based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced no pain relief and a significant worsening of her preexisting medical condition after being implanted with a spinal cord stimulation (scs) implantable pulse generator (ipg). The physician prescribed medication. The physician noted the patient had been experiencing difficulties with the treatment for years, prior to having this new implantable pulse generator (ipg). The device remains implanted.